Manufacturer narrative:
This report was found to be a duplicate of previous report number 2015691-2017-02662.

Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. The device was not returned for evaluation, as it remained implanted. In this case, minimal information regarding this explant procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a 25mm pericardial mitral valve is scheduled to be disabled via a valve-in-valve procedure after an implant duration of 13 years due to unknown reasons. No additional details were provided.